Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6) was received for device analysis. The analysis found that the there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that on saturday they were trying to charge their implant and the recharger paddle got really hot and burned them. Caller confirmed no marks left on their skin. Caller added that they saw an error code that said something about calling medtronic, but they don't remember what it was. Caller stated now the controller is telling them to reposition the charger, and they can't get it to connect to the implant. Caller noted that they have been having issues with recharging for a few weeks, and it would take 5-6-7 times before it would connect. Agent had caller examine the equipment for damage; caller noted no visible damage. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4) ; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.